Event description:
Pt with diagnosos of bladder cancer had utero-ilial anastomotic stricture. During neprostomogram, an 8mm balloon was placed to perform dilation and inflated for 10 minutes. After inflation, ureteral rupture was documented when follow up nephrostomogram was done. A nephro-ureteral stent was placed to external drainage. Pt was discharged from the hosp and was to be followed in the clinic.